Manufacturer narrative:
The reported event was addressed with phone support. The clinical sales representative (csr) confirmed there were no further issues. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, a clinical sales representative (csr) called to report a reflection of the surgical view appearing on the 'ceiling' of the viewer with the image being inversed. The technical support engineer (tse) advised replacing the scope and power cycling the system. No faults were reported by the system. The procedure was completed as planned with no reported injury.